Manufacturer narrative:
Based on new information received, the following sections have been updated accordingly: serial #: (B)(4), catalog #: aab0000230, expiration date: 1/10/2022, UDI #: (B)(4), manufacturing date: 1/10/2018. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). To date the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the front surface of the aab00 intraocular lens (iol) was noticed to be clouded post implantation. Additional information was received and it was learnt that the cloudiness from the surface of the lens could be rinsed away. There were no recognizable damage on the iol; and after rinsing the lens the cloudiness was gone. The iol remains implanted. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).